Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was unknown. When asked the most likely cause, the rep responded that they think it was a moisture issue, but there is no way of knowing. The steps taken to resolve the issue included the provider was able to complete the implant after checking on programs and could see motor response, bellows and toe. Surgeon closed the tissue and post-op writer was able to program device without difficulty.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va307nl, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va307nl, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep was in the or so not all complaint info was gathered. The rep stated they ran impedances initially and 0/1/2 showed orange and 3 showed green. The rep stated before calling agent the rep disconnected the battery, dried off the lead, blew air in the header and also shut off the programmer and turned it back on. Agent reviewed that restarting the programmer is unlikely to resolve any impedance issue. The rep was instructed to run impedance test again after drying the lead again. The rep noted all orange. Agent asked about motor response thus far and caller ended up going right through the first four programs and noted getting motor response at less than 2.0ma on all programs; rep expressed again that the lead looks good. Agent advised another impedance and check and noted the rep needs to look at the actual numerical values to understand what is happening with impedances. The numbers read 3/2 2883 3/1 2546 3/0 2167 2/1 3742 2/0 3498 1/0 2758 c/1 4000 c/2 4000 c/3 4000 c/0 4000 agent reviewed with caller that all the bipolar impedances are 'within range' and caller did note they were testing the impedance with the ins in the pocket. Agent reviewed programming with caller and it was noted between caller and agent that programming with device typically kept to bipoles.